Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the cardiac resynchronization therapy defibrillator (crt-d) set screw could not be screwed out. The crt-d had to be destroyed to remove the lead. The crt-d was replaced. No patient complications have been reported as a result of this event.